Event description:
It was reported that after the intra-aortic balloon was successfully inserted and connected to the pump, the balloon would not inflate. The intra-aortic balloon was removed and replaced without any complications.